Manufacturer narrative:
The insulin pump powered up properly after battery installation and was monitored and no blank display anomalies or low battery alerts noted. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked case at the display window corners, broken belt clip slot, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer replaced the battery but the pump did not power on. Customer also indicated that the pump is cracked around the battery compartment. Troubleshooting advised customer to remove the battery for 15 minutes so the pump could reset and then to call back if it does not. The customer was also advised that the device would be replaced and agreed to return the product for analysis.